Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported physical damage on the insulin pump. She stated that the top where the battery compartment is located had broken off. She also mentioned that the o-ring came out. She stated that she could not tighten the battery cap. The blood glucose reading was 404 mg/dl. Customer stated she was not sure of how the damage occurred. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, broken belt clip slot, cracked battery tube threads and broken battery cap.